Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide shock to the patient when attempted. As a result, defibrillation therapy would not be available, if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and was unable to verify the reported issue. The electronic record was downloaded and reviewed. It was observed that the patient was in a non-shockable rhythm throughout the case. There was no malfunction of the device. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not provide shock to the patient when attempted. As a result, defibrillation therapy would not be available, if needed. This issue is patient related; however, there was no adverse event reported.

Event description:
A customer contacted stryker to report that their device would not provide shock to the patient when attempted. As a result, defibrillation therapy would not be available, if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The customer provided additional information on the patient. Section a has been updated accordingly.